Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001. There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The additional treatment and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the moderately calcified left anterior descending (lad) coronary artery was treated with an unknown xience sierra stent on (B)(6) 2019 and optical coherence tomography (oct). The patient was discharged. The patient returned on (B)(6) 2019 complaining of chest pain. Thrombosis was discovered in the stent. The patient was treated with balloon angioplasty and the medication was changed. No additional information was provided.